Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer got a new universal seal and air seal tubing. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted general ventral hernia surgical procedure, the universal seal broke off where the tubing connects. The procedure was mid-case and suturing the mesh, when the universal seal connector broke off where the air-seal tubing connects. The customer got a new universal seal and also new air seal tubing and they are proceeding with the case. The procedure was completed as planned with no reported injury.